Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered an unnecessary shock to this patient and their right ventricular (rv) lead was adjusted. It was later reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.